Manufacturer narrative:
(B)(6). Visual examination of the returned persona tibial articular surface provisional (tasp) exhibits signs of repeated use and the post feature has fractured. All pieces were returned. This device had an approximate field life of four (4) years and nine (9) months with an unknown frequency of use. The device history records & receiving inspection report were reviewed for deviations and / or anomalies with no anomalies related to this event. This device is used for treatment. Tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The complaint is considered confirmed as the returned tasp is fractured. The likely condition of the part when it left zimmer biomet control is considered conforming based on the manufacturing review and the extended field life of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while resetting the trays, it was noticed that the polyethylene trial was not taken apart. The metal tasp looked to be at an angle. When trying to disassemble the metal tasp from the polyethylene, the plastic piece had broken. No adverse events have been reported as a result of the malfunction